Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful a cryo ablation procedure, right thigh intramuscular hematoma was noted. Bleeding and pain from the puncture site were also noted. No treatment was provided. Hospitalization was extended. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.